Manufacturer narrative:
Used (B)(6) 2019 as event date as there was no date provided.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 3.50mm x 15mm emerge balloon catheter was selected; however, the balloon ruptured before going into the patient. No harm or complications were done to the patient.